Manufacturer narrative:
Failure analysis revealed the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected excessive no delivery alarm noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm during a bolus that was not resolved by an infusion set change. The blood glucose reading was 239 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit and that the insulin pump again alarmed for no delivery. Customer was advised to disconnect and reconnect the reservoir and infusion set and push insulin slowly through the tubing, and stated that insulin did exit. Customer ran another 5 unit fixed prime and again stated that insulin did not exit and that the insulin pump alarmed. Nothing further was reported.